Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased and the patient was manually ventilated and placed on another device. The patient recovered. The device was alarming for a "ventilator inoperative" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue.